Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. Numbers did not ramp up and bar didn't scroll with no input. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. It had a scratched lcd window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump would not exit the preparing to prime loop. Customer's blood glucose value is unknown. She was advised to hold down the act button until receiving a second series of beeps and/or numbers appeared on the display. She stated that she received the beeps and numbers appeared on the screen, but she was unable to exit the prime screen due to the esc button not responding. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.